Event description:
Reporter indicated that the pt began to experience heart fluttering and shortness of breath after parameter increase. The pt's device was programmed to on two weeks post-implant (output current 0.25ma). Within a two-week period after being programmed to on, the programmed output current was increased (0.75ma). The physician reduced the programmed output current to 0.50ma after the pt complained of heart fluttering and shortness of breath. Three attempts to obtain additional info have been unsuccessful to date (1 via u.s. Mail to physician, 2 via telephone call to physician's office - unable to leave message, no answering machine or answering service).